Manufacturer narrative:
Verification of production records confirmed the device was released conforming to product specifications. Review of livanova complaints database revealed no other similar event relevant to complained lot. Complained oxygenator was returned to livanova for investigation. Visual inspection of the returned part found no damage or visible problem. The water compartment of the unit was subjected to air leak test by setting the same conditions and parameters applied during the in-process leak test and the complained unit failed the test. The in-process leak test is performed on 100% of the units before their release. The results of the tests are stored into livanova internal database. Verification of the test performed before the release of the complained unit confirmed the unit had previously successfully passed the air leak test. The blood compartment of the unit was subjected to water leak. Part was filled with methylene blue and gradually pressurized at 1 bar (maximum recommended internal pressure value as per inspire IFU). A leak was confirmed and drop of dye solution were identified in the water compartment. Investigation findings confirmed the presence of communication between blood and water compartments likely due to damaged capillary in the distal portion of the fibers of the heat-exchanger. Considering that 100% of the units in production line is subjected to final leak test and that involved unit successfully passed the in-process check and no trend has been registered for similar case, it cannot be excluded that fiber bundle capillary manufacturing variability with contribution of sterilization thermal and/or transportation mechanical stress could have led to breakage during use. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Sorin group italia has received a report that, during the setup of a circuit before initiation of a procedure, communication between the oxygenating chamber and the heat exchange chamber inside the oxygenating module of the inspire 8f was seen. The issue was identified prior to any patient involvement.

Manufacturer narrative:
The issue was identified prior to any patient involvement. Sorin group italia manufactures the inspire 8f hollow fiber oxygenator with integrated arterial filter and hardshell. The incident occurred in massa, italy. The involved device has been requested for return to sorin group italia for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.